Event description:
A customer reported to baxter (B)(4) of a 2 liter eva bag which was impossible to disconnect by the operator. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "a 2 liter eva bag which was impossible to disconnect by the operator" was confirmed during sample evaluation. Visual inspection revealed no non-conformities. A functional test was conducted to try to make the disconnection of the bag. It was found to be very difficult to disconnect. The molded parts were found stuck. The assignable root cause of the reported condition is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.